Event description:
Following stent placement, abrupt closure occurred. This event has been documented on three separate occasions. Attempts to obtain additional information concerning these events have not been successful.